Event description:
It was reported that, after a chronic infection it was decided to explanted the implants, gii oxinium fem size 4 left, gns ii cmt tib size 5 left and lgn xlpe dished isrt sz 5-6 9mm. Site was washed out. Once wound was opened samples were taken and sent to histology. A cocr genii femur and all poly tibia was implanted. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the revision was performed due to an unspecified chronic infection. It was communicated that the requested medical documentation was not available for evaluation and the explanted components were not returning. ¿the surgeon does not blame the implants for the issue¿. The root cause of the reported chronic infection remains unknown. The patient impact beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.